Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter (freestyle lite). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2016. The patient claimed obtaining blood glucose readings with the subject meter that were ¿50-60 points higher¿ than those obtained on the other device; however, she was unable to provide exact readings. The tests were performed more than 30 minutes apart; therefore, the time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with non-adjusted insulin (humalog and levemir, unknown doses) and advised that she exercised in response to the alleged issue. The patient claimed that on the same day, an unknown time after the alleged issue began, she developed symptoms of ¿sweating and shaking.¿ she denied receiving medical treatment as a result of the alleged inaccuracy issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining alleged inaccurately high blood glucose readings on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.